Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced adhesive issues with multiple infusion sets. The adhesive issues were of the same type. The infusion set fell off during use on three different event dates(B)(6) 2024. During the events, the patient was doing physical activity/sweating, swimming, or bathing only during the first event. The infusion set was in use for 1 day for the first and third events, and less than 1 day for the second event. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.